Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of ultrapro¿ mesh and ultrapro advanced¿ mesh. Hernia recurrence, ultrapro: open groin: 84, laparoscopic groin: 121, open non-groin primary: 5, open non-groin incisional: 38, laparoscopic non-groin, incisional: 4. Hernia recurrence, ultrapro advanced: open groin: 57, laparoscopic groin: 76, open non-groin primary: 2, laparoscopic non-groin, primary: 3, open non-groin incisional: 11, laparoscopic non-groin incisional: 4. Post-procedural infection, ultrapro: open groin: 8, laparoscopic groin: 3, open non-groin primary: 2, laparoscopic non-groin, primary: 1, open non-groin incisional: 6, laparoscopic non-groin, incisional: 1. Post-procedural infection, ultrapro advanced: open groin: 4, open non-groin incisional: 4. Post-procedural seroma, ultrapro: open groin: 16, laparoscopic groin: 6, open non-groin primary: 4, laparoscopic non-groin, primary: 2, open non-groin incisional: 10, laparoscopic non-groin, incisional: 2. Post-procedural seroma, ultrapro advanced: open groin: 3, laparoscopic groin: 4, open non-groin primary: 1, open non-groin incisional: 25, laparoscopic non-groin, incisional: 1.